Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A complete analysis could not be performed due to partial lead returned measuring 11.8cm from the connector pin.

Event description:
It was reported that the lead was capped due to intermittent capture at high outputs.